Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient samples when using the cobas liat sars-cov-2 and influenza a/b test. On (B)(6) 2021, the alleged sample generated a positive result for sars-cov-2. The result was reported to the patient and the sample was sent or subtyping. Subtyping found the sample was negative for sars-cov-2. The sample was then retested on the cepheid genexpert instrument and tested negative for sars-cov-2. Further investigation into the reagent kit has been initiated and is ongoing. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.

Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient samples when using the cobas liat sars-cov-2 and influenza a/b test. Further investigation into the reagent kit has been initiated and is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
This is a supplemental followup to provide the investigation conclusion. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient samples when using the cobas liat sars-cov-2 and influenza a/b test. A customer alleges a false positive sars-cov-2 result, with CT=32.35, for one sample, using scfa lot 10726x on liat serial number (B)(4) tested on (B)(6) 2021. Sample was sent for subtyping and resulted negative for sars-cov-2. Sample was then retested on the cepheid genexpert and resulted negative for sars-cov-2. Although requested, no information on sample type, collection, or any harm alleged to the patient was provided. Instrument data was provided and reviewed. No sample ID¿s are provided, however the sample is identified with the date and result: (B)(6) 2021, scfa lot # 10726x, (B)(4), sars-cov-2 detected (CT 32.4), influenza a&b not detected. No curve abnormalities noted and pcr curve shows true amplification. This sample is at the limit of detection (lod) for this assay target where results are known to waiver on repeat testing. In addition, the lod and the type of influenza viral strains detected differs significantly between the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat system and the cepheid genexpert assays. As such, results with one assay may not be reproducible with a different assay. A systems assessment was performed and shows the instrument is performing as expected. Instrument background and baseline levels are stable throughout the dataset. The alleged run # (B)(4) could not be confirmed as a potential false positive as the amplification for the sars-cov-2 target is clear and is not motivated by any motion or optical disturbances. Other factors such as sample handling/storage could have potentially influenced the discrepant result allegation. The instrument is performing correctly and its repair is not considered necessary. Low titer samples can also occur due to cross-contamination. The allegation is substantiated. (B)(4).